Event description:
In 2005 left femoral mahurkar (quinton) catheter was inserted. The next day at approximately 7:05 am pt was found unresponsive, lying in a large amount of blood; the left femoral venous catheter was found uncapped and unclamped. Pt was coded and resuscitated, however, died later that morning. Initial investigation did not identify a potential problem with the device. However, upon closer analysis in 3/05, of a duplicate device, the adequacy of the clamp and cap mechanism were questioned as being easily loosened or removable.